Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message and locked up. There was no patient injury or death reported.